Event description:
After trying to make a frame several times in an a-com aneurysm, the physician found the orbit rdfl complex mini coil had stretched. After trying to retrieve the coil several times, the physician tried to use a prowler plus microcatheter (mc) with a .014 350cm agility guidewire (gw) using like a snare device. However, the agility gw didn't go through the mc.

Manufacturer narrative:
Additional information indicated that all the products were stored, handled inspected, and prepped according to the (IFU) instruction for use. After prep, no damages were noticed on any of the products. Prior to inserting the agility guidewire, and distal tip was re-shaped like pigtail angiogram catheter, and the same agility guidewire was utilized to complete the procedure. No neck remodeling was utilized. The microcatheter (mc) utilized was for boston scientific sl 10 and an adequate continuous flush were maintained through the mc at all times. The mc was not re-shaped prior to use. No resistance between the guidewire (gw) and the mc was noted when accessing the target site or during advancement of the coil through the mc. Prior to this coil, two other coils went through the same mc without resistance. No kinks were noted with the mc that may have contributed to the event. After the event, the mc was changed and the stretched coil was successfully retrieved. No resistance was noticed with coil during advancing repositioning, or withdrawing. The mc was repositioned over the coil while the coil of the mc came out of the aneurysm sac. One to one relationship between the coil and delivery tube was verified prior to stretching. The coil did not entangle with previously placed coils; therefore, no additional intervention was required. The outcome was that the entire coil was removed, after changing the mc. The coil was successfully removed from the patient still attached to the delivery system. No flow restriction/reduction was noted because of the event. The patient status post procedure was stable. No adverse event occurred due to the event. The product is expected, but it has not been received for analysis. Additional information will be submitted within 30 days of receipt.